Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device intermittently powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, shock tests, environmental testing, and powered on/off with battery, a/c, and with both connected without duplicating the report. The battery and ac power cord were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.